Manufacturer narrative:
Taper ii. The reporter of the event was asked to return the product for analysis, and to provide the implant date and relevant patient information. To date, apollo has not received the device or any additional information. Based on the serial number provided, the connector type is assumed to be a taper ii. If returned, visual examination may confirm or determine another taper type associated with this event. Device labeling addresses possible outcome of port leak as follows: precautions: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and a pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing.

Event description:
Reported as: a patient with the lap-band system was reported to have a "leaking access port system." The patient had their lap-band port removed and replaced.

Manufacturer narrative:
Supplement #2 sent to the FDA on 11/22/2016.

Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Red and brown particles were observed on the port septum, port housing, taper and band tubing. Brown discoloration was observed on the port base. Yellow discoloration was observed on the port tubing. Non-penetrating nicks were observed on the port housing. A port leak test was performed and no leakage or resistance to flow was noted. A fill test was performed and blockage was observed 1.5 inches from the end of the band tubing. Microscopic analysis noted one sharp-edged opening on the band tubing. Analysis also noted a sharp breakage at the end of the band tubing. Multiple linear indents were observed on the band tubing.